Event description:
Consumer reported complaint for inaccurate dispense/aspiration of the 31g pen needle. Customer advised that when she attempts to give herself the insulin, the insulin in not aspirating and dispensing through the pen needle. The customer was not using compatible product (lispro injection kwik pen). The customer has been using the product out of this package for a few weeks. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated she is still using the true plus pen needles. Customer was again advised that the pen needles are not compatible with her pen.

Manufacturer narrative:
Sections with additional information as of 16-jun-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed on retain samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.